Event description:
Hcp reports pt presented in 2004 with a decrease in pain relief. The side port of the pump was accessed which showed no flow. A catheter replacement was scheduled 3 days later. Following the catheter removal, the pump could not be flushed. It was then decided to replace the pump as well. The tip of the catheter was noted as being occluded. Pt is reported to have recovered without sequela.